Event description:
"Physician attempted to use a vascular closure device in the right femoral artery to seal the artery. The device broke at the connection between the metal and the black telfon catheter. The device was stuck in the pt. It was necessary to call in a vascular surgeon to remove it. No pt harm other than additional procedure. It was additionally reported upon further query of the customer that the "physician attempted to use a perclose proglide device in a rigid synthetic bypass graft in the pt's right groin." An angiogram had been performed prior to the closure but the results are unknown therefore; the vessel location, size, and condition were not reported. It was reported "the device broke at the weakest point between the metal and the black sheath when the physician met resistance trying to go through the synthetic graft yet continued to try to force it through the graft." It is unknown whether fluoroscopy was performed to determine the cause of the resistance. A vascular surgeon was called into the cath lab and "used a kelly clamp to grab the device and pull it out intact." The device was completely removed from the pt. There were no other consequences to the pt or changes in pt management reported. Hemostasis was achieved with normal manual compression. At last report, the pt was reported to be "fine and was discharged the next day as previously planned."